Event description:
Four patients developed rashes following glp-1 medication injections administered for the treatment of obesity. None of the patients had a history of known allergies, and no injuries, medical interventions, or hospitalizations were required as a result of the reactions. The facility subsequently switched to a different lot of the product. All affected patients recovered fully, and the used product was discarded by the facility.

Manufacturer narrative:
Final investigation report attached is on retained unused samples only.

Event description:
Four patients developed rashes following glp-1 medication injections administered for the treatment of obesity. None of the patients had a history of known allergies, and no injuries, medical interventions, or hospitalizations were required as a result of the reactions. The facility subsequently switched to a different lot of the product. All affected patients recovered fully, and the used product was discarded by the facility.